Event description:
It was reported by the patient's parents that he was having an increase in seizures and wondered if it could be related to battery depletion. The treating medical professional also reported that the patient had been having an increase in seizures for the past few months and that the magnet hadn't seemed to abort seizures the way it had been. As a result, she requested a battery life calculation. System diagnostics were within normal limits. The low battery indicator had not been flagged. No further relevant information has been received to date.